Event description:
Pt in for d&c. Diagnostic laparoscopy for anemia, abd. Pain, uterine bleeding. Pt anesthesized, intubated and placed in knee stirrups. D&c performed. #10 trocar then introduced into abd. Blood began to pour into abd. Immediately opened, requested assistance of vascular surgeon, heart team called for repair of aorta and vena cava. Pt recovered.